Event description:
On (B) (6), 2009, terumo cardiovascular systems was notified of an event that occurred approximately 2 hours into a cardiopulmonary bypass surgical procedure. It was reported that during surgery, retrograde/one-way valve that is position adjacent to the centrifugal pump became loosened and exhibited a small leakage of blood. (Note: the circuit was assembled by the user facility and not by the manufacturer). Subsequent to this event, the tubing that is connected to the inlet port of the centrifugal pump became disconnected from the pumphead - making it necessary to re-connect the tubing. The resulting consequence was a loss of blood approximated to be 1 liter. The surgery was completed without further incident and the patient did not experience any negative consequence following the procedure.

Manufacturer narrative:
The suspect product was not returned to terumo cardiovascular for investigation - however, multiple samples from the common production lot were returned for assessment. Upon receipt, the returned samples were visually examined for evidence or product deformation and then subjected to pressure/mechanical testing to assess the structural integrity of the applicable bonds (method). The samples that were evaluated did not exhibit any of the characteristics of the reported event - and ultimately, because of the location of leaks, terumo deems that it is possible that the event might be caused by user technique/incorrect procedure when assembling their bypass circuitry. (Result). In conclusion, because the suspect device was not returned and reserve samples were assessed (conclusion), terumo deems that no definitive cause can be assigned - conclusion. If additional event-specific information is obtained, a follow-up report will be submitted to FDA.